Manufacturer narrative:
Donor (B)(6) created 50 lots, 49 have been distributed. 2 achilles tendon. 2 posterior tibialis tendon. 1 anterior tibialis tendon. 1 semitendonosis. 2 preshaped patellar ligament. 1 quad tendon w/out patella. 2 allopure evans wedges. 3 propel dbm putty plus, 1cc. 36 biomax 10cc putty plus chips.

Event description:
We have been informed that there has been a post surgery infection and the surgeon is inquiring if the tissue can be related to the infection.